Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, programming was performed on the left ventricle (lv) threshold stimulation frequency. The physician believes the device is not performing as it should. The device remains implanted. The patient was in stable condition.

Event description:
During follow-up, programming was performed on the left ventricle (lv) threshold stimulation frequency. The physician believes the device is not performing as it should. Reprogramming was performed and the device remains implanted. The patient was in stable condition.